Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: five photos displaying a pallet of bulk non-sterile product from batch#: 0199231; (p/n 301073) were received and evaluated. It was observed two of the boxes did not have labels attached, which were rejectable per product specification. One box was numbered "150" and one box was numbered "149". Potential root cause for the missing label defect is associated with the labelling process. The labels for bulk non-sterile product are applied manually. It is likely the label was not applied properly. The bulk non-sterile labeling process will be reviewed for improvement. Complaints received for this device, and reported condition will continue to be tracked, and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the labels on 2 shippers were missing with a bd syringe 3ml ll euro 200 s/c. The following information was provided by the initial reporter, translated from (B)(6) to english: we have received 2 boxes of 3200ea without label on the box or identification in the box, therefore, we cannot accept these boxes without a label.